Manufacturer narrative:
(B)(4). Subsequent to the initial MDR, the receiver ((B)(4)) that was being used with the sensor during the reported event of inaccurate blood glucose values was returned on (B)(4) 2014. Evaluation of the returned receiver did not confirm the reported event.

Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom technical support on (B)(6) 2014 to report cgm inaccuracy compared to blood glucose meter on (B)(6) 2014. Patient's father did not report any injury or medical intervention at the time of contact with dexcom technical support.